Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility for additional information. Despite reasonable attempts, no additional information had been provided. A lumenis certified service engineer examined the laser system. The engineer was unable to duplicate any errors under normal operation. The engineer found visible debris on hot mirror on micromanipulator and was able to clean the mirror on micromanipulator. The device was found to have met lumenis specifications and ready for use. The engineer recommend the user facility to make inspection of micromanipulator mirror before and after use and to clean from debris if necessary. A review of the system's historical records confirmed that the subject device was installed at the customer's site on 31-dec-2007. A review of subject device labeling (um-0027840, rev. E acuspot micromanipulators 712 op manual) revealed the following: "preoperative instructions: inspect the acuspot micromanipulator. When unpacking the delivery system, and before each use, inspect for dirt, debris, or damage. Inspect the individual components to ensure that they are clean of any residual laser plume contamination or debris. To inspect the gimbaled mirror, hold it toward a light source and look through it. The mirror should appear translucent, smooth, bright, and free of any cracks, spots, debris, or obvious damage. If cleaning is required, follow the instructions provided in the maintenance section of this manual. If the device appears damaged, contact your local lumenis representative." Since the only issue that was found by the engineer was, the unclean mirror lumenis cannot rule out that device operator's failure to follow subject device IFU to be the probable cause of the reported event. Lumenis could not duplicate nor confirm any performance issues. A dirty micromanipulator mirror could result in a scatter or absorption, and it is highly unlikely to be burned as a result of it. Despite several attempts, lumenis has been unable to obtain additional information from the user regarding the circumstances surrounding this event, nor did it get any information regarding the severity of the alleged burn. Therefore, in an abundance of caution, lumenis is reporting this malfunction. Should additional relevant details become available with which to determine root cause or the severity of the burn, a supplemental report will be submitted. Lumenis is closing this complaint, but will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop (doc no. (B)(4)) and per post marketing surveillance procedure (doc no. (B)(4)).

Event description:
A foreign user facility reported that a patient suffered a burn of unknown severity by a lumenis ultrapulse encore co2 laser system in conjunction with the microman and microscope.